Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery alarm test. The unit functioned properly. The unit was received with intermittent button response during testing due to corroded keypad traces. The unit was also received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube, reservoir tube lip, belt clip slot, battery tube threads, and severely scratched case.

Event description:
It was reported that the customer was having trouble with the buttons on their insulin pump. Customer stated that the act and esc buttons were not working correctly for three to four months. The customer's blood glucose was 160 mg/dl at time of the call. Customer stated that he was hospitalized on (B)(6) 2014 due to this issue. The customer's blood glucose level was 695 mg/dl at time of hospitalization. The customer stated diabetic ketoacidosis as the cause of the hospitalization. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).